Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that one of their device's pins is pushed in. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.